Event description:
A pump declared a cartridge alarm 6, but the customer's blood glucose level did not exceed 500 mg/dl and was within the validated operating altitude range, indicating no adverse impact. After loading a new cartridge, the alarm did not recur, and the pump resumed normal operation. The customer reverted to using insulin and agreed to follow recommendations to reduce future occlusion alarms, including rotating sites, using alternative areas, and keeping pneumatic tap and vents clean.